Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his back underneath the therapy electrodes. The patient consulted his physician who recommended using a cream. Follow-up indicated that the rash was much better with use of the cream.